Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: patient experienced an mi. Device issue: no device malfunction has been reported. It was reported via trial, that the procedure was to treat a bifurcation lesion in the distal rca/right pda. Pre-dilatation was performed using kissing balloon technique. The 3.5 x 18 mm xience v was successfully implanted in the distal rca in late 2008. The following day, the patient experienced an increase of ck-mb (mi in the right pda (side branch). The symptom resolved the following day. There was no reported treatment. No other patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Myocardial infarction, as listed in the xience v instructions for use, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is likely that the elevated enzymes is a secondary effect of the myocardial infarction. However, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.